Event description:
It is reported that the patient is alleging harm caused by the device, however, the nature of the harm is unknown at this time.

Manufacturer narrative:
Evaluation summary: it is reported that the finsbury adept, acetabular cup and modular head was used with zimmer cpt 1214 size 2 cocr ext femoral stem. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Evaluation: no device or photos were received; therefore the condition of the device is unknown. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.